Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited intermittent high pacing impedances that measured 1000 ohms then increased to 1600 ohms then back down to 1000 ohms. No other information is known at this time. This crt-d and non boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).